Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. During ra lead revision procedure the right ventricular (rv) lead was found to be entangled to the ra lead in the vein which required both leads to be extracted and replaced. No patient complications have been reported as a result of this event.